Event description:
The customer reported via the technical services department that the hydraulics are faulty. It is further reported that when the unit is raised, the unit will not remain raised. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Na